Event description:
The MFR rec'd info alleging a ventilator would not power on. There was no harm or injury reported.

Manufacturer narrative:
The manufacturer previously reported a power issue with the system board. The system board was returned to the quality assurance laboratory for further investigation. The root cause was found to be consistent with program corruption of the u3 flash on the system board.

Manufacturer narrative:
The ventilator was returned to the MFR for eval and the customer's complaint was confirmed. The device's system board was replaced to address the issue.